Manufacturer narrative:
The reported event of inadequate capture was not confirmed while the reported event of helix mechanism issue was confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was retracted and clogged with blood. X-ray examination found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited a high capture threshold. The physician attempted to reposition the lead, but the lead's helix was unable to extend. The lead was not used and replaced. The patient was in stable condition.